Manufacturer narrative:
The customer observed a falsely elevated alinity c magnesium result while using reagent lot 74013ud00. As part of troubleshooting the customer rerun the sample using the same reagent lot which generated expected results. Quality controls were within range at the time of the incident. A ticket search by lot 74013ud00 did not identify an increase in complaint activity. A review of tracking and trending for the alinity c magnesium assay did not identify any trends. Device history record review did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Customer field data was used to assess the performance of the alinity c magnesium assay using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 74013ud00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium, lot 74013ud00 was identified.

Event description:
The customer observed falsely elevated magnesium generated from alinity c processing module (sn: (B)(6)) that reportedly normalized upon repeat and provided the following: customer normal range is 1.6 to 2.6 mg/dl. On (B)(6) 2025, sample ID (B)(6): initially was 7.11 and when repeated on the same analyzer, the result was 2.52. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated magnesium generated from alinity c processing module (sn: (B)(6) that reportedly normalized upon repeat and provided the following: customer normal range is 1.6 to 2.6 mg/dl on (B)(6) 2025, sample ID (B)(6): initially was 7.11 and when repeated on the same analyzer, the result was 2.52. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.